Event description:
It was reported that the user experienced hyperglycemia recorded at 389 mg/dl while using the ilet system with a contact detach 23 in 6 mm infusion set, and customer care guided an infusion site change as troubleshooting for a suspected delivery issue with unclear cause. Customer care provided support that included recommendation on infusion site replacement and monitoring of glucose trends. Investigation of this case revealed no confirmed device malfunction, and the event was attributed to unclear cause with potential infusion site or delivery issue not verified. Symptoms included elevated blood glucose without associated complaints. Outcomes included no medical intervention or hospitalization, and a goodwill order was provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.